Manufacturer narrative:
Annex g code for pli 20 patient interface serial number (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D4: serial number and lot number have been updated. H6: fdm b17 and fdr c20 codes no longer apply. H3: analysis results were not available as of the date of this report. A supplemental report will be submitted when the analysis is complete. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, product description: patient interface nim4cpb1 nim 4.0, serial number#: (B)(6), lot number: 221895810. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: it was found in the analysis report that there was no malfunction in the devices. H6: fdm b21, fdr c21, and fdc d16 codes no longer apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the use, the nim vital was not working. The stimulating probe did not work. The user tried to reboot the machine and tried to use a new probe without success. The user was using it, the machine worked for part of the case and then stopped working altogether. The device would not recognize the patient interface despite rebooting several times, rendering it non-functional. There was no indicator or audible sound announcing that the stim probe was even hooked up or being picked up by the nim machine. There was no error code listed while trying to use the stim probe. User turned off and on the machine, tried disconnectingand reconnecting all of the electrodes and also tried a new stim probe. The device was on wired mode as the wireless mode has not worked for quite some time. The bluetooth capability of the patient interface or console was not worked for some time as well since last november. Also, during one of the or days last month. During troubleshoot user mentioned that the device was only being able to connect it when wired while in the or for months. They tested both wireless and wired connectivity and they both connected fine in the hall way but not in the operating room. However, when using it wired two weeks ago, they were getting the check electrodes screen spinning error during surgery. It was unable to connect, and user were having troubles in stimulating. Nurse did multiple system restarts, and used new probes but the system still did not function. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, product description: patient interface nim4cpb1 nim 4.0, serial/lot number#: unknown additional code: annex g code for patient interface is g02005. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.